Event description:
Caller reported a cgm error 42 and noted that the same error had occurred three or more times on the pump. There was no reported adverse impact to the customer's blood glucose level. Technical support decided to replace the pump. The customer was advised to use multiple daily injections (mdi) as a backup therapy to maintain insulin delivery.